Event description:
Complainant alleged that while attempting to monitor a 73-year-old female patient, during an endoscopy procedure, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device or electrode pads were not returned for evaluation. Instead, electrodes from retained samples of the same lot number 1324h were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed or explained the reported event. The device history for the lot did not identify any abnormalities. Analysis of reports of this type has not identified an increase in trend.